Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis confirmed normal battery depletion.

Event description:
It was reported that the patient presented to the clinic experiencing a heart rate in the 20s. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced.